Manufacturer narrative:
The event occurred at the (B)(6). (B)(4). Approximate age of device ¿ 5 days. Thrombus was confirmed in the evaluation of the pump. The pump was returned assembled with the percutaneous lead cut approximately 3 inches from the pump housing and an approximately 26 inch distal end portion of the severed lead was returned. Both the sealed inflow conduit and the sealed outflow graft were returned unattached. The outflow graft bend relief and bend relief collar were also returned unattached. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft, measuring approximately 4 inches in length, was returned unattached from the outflow elbow. The outflow graft bend relief, also measuring approximately 4 inches in length, was returned unattached and was free of distortion. An unattached bend relief collar was returned. Upon opening the graft conduit circumferential sutures were noted; however, the lumen of the graft was free of deposition. The report of a twisted outflow graft cannot be confirmed based on the evaluation of the pump as the CT scan was not provided. Upon disassembly of the returned pump, a flat, non-laminated thrombus formation was present on the body of the rotor. The thrombus formation was not adhered to the rotor, but areas of the formation were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation could not be determined. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball and on the stator blades. The lack of laminated layering suggests that these depositions did not form at this location. Although their origin and duration of time for which they were present in the outlet stator cannot be conclusively determined, the depositions had evidence of denaturation which suggests that they were present in the pump while it was in operation. The thrombus formations would have contributed to the reported elevated ldh. The formations would have also created additional resistance on the spinning rotor potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the observed thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced high lactate dehydrogenase levels and hematuria. It was also reported that the pump powers were elevated, and that device thrombosis was suspected. A CT scan revealed a twisted outflow graft. The outflow graft twisting was corrected by unspecified means; however, the patient's symptoms continued. The device was explanted (B)(6) 2017. No additional information was provided.